Manufacturer narrative:
It was reported that the patient underwent operative procedure, d&c, hysteroscopy on (B)(6) 2014 due to post menopausal bleeding

Manufacturer narrative:
It was reported that the patient underwent a hysterectomy in 2014.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent anterior and posterior mesh with grafts, cystoscopy and anoscopy due to stress urinary incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced pain, bleeding, and recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/29/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.